Event description:
During crown prep on teeth 18/19, dr noted 1 cm blister on inside cheek bottom left side. No treatment given/needed. F/u treatment noted to be phone contact on (B)(6) 2009.

Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled and examined. Rust was observed in bearing assembly, causing overheating and indicating improper user maintenance (cleaning/lubrication). Device was repaired to original mfg specs. Tests after repair showed no overheating.